Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of five devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03782, 3005099803-2015-03783, 3005099803-2015-03784, 3005099803-2015-03785, and 3005099803-2015-03786 for the other associated device information. It was reported to boston scientific corporation that five jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during preparation, it was found that the hydrophilic tip of the jagwire detached, exposing the tip of the metal core wire. Four more jagwire guidewires were prepared; however, they also found that the hydrophilic tips detached, exposing the tips of the metal core wires. The procedure was completed with a sixth jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the tip of the guidewire was detached, exposing the corewire by approximately 2.2cm and 0.1cm. The tip of the metal corewire was exposed. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during the manufacturing process. There was no evidence of corewire fracture. Sanding marks were found on the corewire. The complaint is consistent with the returned guidewire since the tip was detached and the tip of the metal corewire was exposed. Based on all gathered information, the investigation fails to determine a definite root cause. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
Note: this report pertains to one of five devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03782, 3005099803-2015-03783, 3005099803-2015-03784, 3005099803-2015-03785, and 3005099803-2015-03786 for the other associated device information. It was reported to boston scientific corporation that five jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during preparation, it was found that the hydrophilic tip of the jagwire detached, exposing the tip of the metal core wire. Four more jagwire guidewires were prepared; however, they also found that the hydrophilic tips detached, exposing the tips of the metal core wires. The procedure was completed with a sixth jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.